Event description:
A call to technical services on 1/22/11 states that patient was upgraded on (B)(6) 2011. P-waves were 6.3mv, patient has history of paroxsymal af. This morning no sensing. No capture. Looks like noise on ra channel reviews stored egm/s inappropriate atr with noise on ra and shock channel they start and stop and look exactly alike. Rep stated could have nicked something, there is a lead set screw or connection issue. Ts stated that if the atrial seal plug is damaged it can also cause parallel noise on shock channel. Discussed turning off atrial detection enhancements. Rep will speak with dr. (B)(6) implanting md. Will call back if they revise lead, patient is very elderly and not in good shape. Ra lead is (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).